Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported: "the surgery was almost complete when the aiming device was to be removed, it was not detachable. The aiming device cannot be removed from the long gamma nail. There was a quasi cold connection between the implant and the insertion aid. Consequence: removal of the already fully implanted nail incl. Femoral neck screw and distal locking and re-implantation of a new nail. The procedure was delayed by 1h which lead to higher blood loss."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the returned devices were received in a disassembled state. No visual damage to nail was observed post decontamination, pre-surgical test was conducted for the returned devices. Upon inspection, the devices were functionally ok. While inserting the nail holding screw in the target device slight resistance could be felt but parts could be assembled and disassembled a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is most likely user related. The percolated blood in targeting arm most likely caused cold welding resulting in jamming of the devices making it difficult to disassemble if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "the surgery was almost complete when the aiming device was to be removed, it was not detachable. The aiming device cannot be removed from the long gamma nail. There was a quasi cold connection between the implant and the insertion aid. Consequence: removal of the already fully implanted nail incl. Femoral neck screw and distal locking and re-implantation of a new nail. The procedure was delayed by 1h which lead to higher blood loss."